Manufacturer narrative:
Evaluation summary : it was caused due to a malfunction on the display. This report is being filed as part of the pentax backlog management plan.

Event description:
D050203 display is unstable,d05021101 no display (blank screen). This event occurred at the time of during use. There was no report of patient harm.